Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found clogged nozzle. Foreign object found on the nozzle. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. The reported issue of "poor air/water supply (air/water flow issues from the air/water flow system) was reproduced, was confirmed. This issue found was noted to be attributed to insufficient cleaning (handling problems). Furthermore, the following defects were identified during device inspection: the angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Adhesive on a-rubber (insertion section) has a crack. Light guide lens, c-cover noted dirty. Scratch noted on universal cord, switch box, connecting tube,. Due to dirt on objective lens, foggy image occurs. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : facility staff was able to clean, disinfect, and sterilize the product before requesting repair. Facility cannot tell when a foreign object adhered to the device. Not aware of the foreign object. Not known if the device was used in a case with a foreign object attached to it - noted unknown. Time lag between the end of clinical use and the start of pre-washing- noted ¿yes, late, not implemented. Supply water and air to the air/water nozzle ¿noted ¿no¿. Problems with the accessories used for reprocessing- noted ¿normal¿. Submerged the device in cleaning solution- noted ¿no¿ . Device manual cleaning - wiped/brushed the air/water nozzles with gauze, brush/ sponge and sent liquid to the air/water nozzle. Concerns about reprocessing- facility noted ¿we use another company's washing machine (endocrenz), but it seems that there are rare cases where the bedside washing is delayed due to the condition of the patient¿. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported with an issue of poor air/water supply (air/water flow issues from the air/water flow system). The issue found during an unknown event. No harm was reported. No patient injury, no user injury reported due to the event. Device evaluation found clogging nozzle. Foreign object inside the nozzle was observed. This report is being submitted for foreign object found inside the nozzle (insufficient cleaning (handling problems).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material larger than the inner diameter of air/water (a/w) nozzle got into the a/w channel caused clogging. Olympus will continue to monitor field performance for this device.